Event description:
The customer states that low results were recovered from two patient samples when analyzed on the cell-dyn sapphire analyzer. The results were acceptable when the patient samples were repeated on another cell-dyn sapphire analyzer. See data below.patient 1 cell- dyn sapphire cell- dyn sapphire wbc (k/ul) 4.45 15.0rbc (m/ul) 1.68 2.74hgb (g/dl) 4.61 8.45hct (%) 15.4 25.3platelet (k/ul) 296 224 (invalid data flag)the customer states that the suspect low patient results were not reported out of the laboratory. There is no impact to patient management reported.

Manufacturer narrative:
Evaluation code other: device not returned, insufficient information provided; inconclusive, no device evaluation performed. In response to this issue an investigation was initiated to further examine the customer issue. The investigation included a review of the complaint text, a search for similar complaints, and a review of labeling. In 2008, hospital in foreign country, reported discrepant results on two patient samples generated by the cell-dyn sapphire. Abbott complaint investigation department attempts to obtain additional information were made without success. Due to insufficient information, it is not possible to identify the cause of the event; however, a review of the instrument's service tickets from 19 nov 2008 through 13 feb 2009, did not show any other complaints related to discrepant results on patient samples. A review of the complaint trending system reports, for the period october 2007 through october 2008, did not indicate any adverse trend for the cell-dyn sapphire, l/n 08h00-01, discrepant results on patient samples. The cell-dyn sapphire system operator's manual, troubleshooting and diagnostics, provides information in regards to troubleshooting data-related problems. Based on the investigation, no product issue was identified for the cell-dyn sapphire for discrepant results on patient samples.this is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.